Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to loosening.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g4, g5, g7, h2, h3, h6, h10 complaint sample was evaluated and the reported event was confirmed. The femoral component was visually inspected and was found to have a large amount of bone cement on the trabecular side of the device and has minor scratches from its time implanted. The component was dimensionally analyzed and was found to conforming to print specification where measured. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined with the provided information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay a correction. Per the nexgen cr-flex and lps-flex gender solutions package insert, loosening and implant wear of the prosthetic knee components or surrounding tissues is a known risk of this procedure.

Manufacturer narrative:
Updated: b4, g4, g5, g7, h2, h3, h6, h10 . Complaint sample was evaluated and the reported event was confirmed. The femoral component was visually inspected and was found to have a large amount of bone cement on the trabecular side of the device and has minor scratches from its time implanted. The component was dimensionally analyzed and was found to conforming to print specification where measured. DHR was reviewed and no discrepancies were found. Per the nexgen cr-flex and lps-flex gender solutions package insert (87-6203-751-01, rev. B; 87-6203-883-01, rev. G), loosening and implant wear of the prosthetic knee components or surrounding tissues is a known risk of this procedure. Root cause was unable to be determined with the provided information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.